Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed that the device was returned outside of original packaging. T1 is detached from the device while t2 is still attached in manufacturer intended position. The deployment needle appears to be in the t2 pre-deployment position, which indicates the t1 anchor was deployed manually. A functional evaluation revealed the device functioned as expected. The evaluation confirmed the deployment needle was in the t2 pre-deployment position as first depression of knob deployed t2 anchor. A review of the customer provided image reveals the t1 anchor is detached from the device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the fast-fix 360's t2 fell off when needle go through joint, a t was deployed through the meniscus. The procedure was completed with a smith and nephew back up device. There was a delay of less than or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.